Manufacturer narrative:
Evaluated three random sealed reservoirs. Performed pre-fill test to reservoirs; reservoir passed per inspection. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles noted. Evaluated one opened/used reservoir; performed pre-fill test to reservoir and reservoir passed per inspection. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer stated she was having issues with reservoirs. Customer stated she put insulin in the reservoir and it had air bubbles. When attempting to remove bubbles, she gets them out, but when she takes it off the insulin vial had bigger bubbles in the reservoir. The customer was unable to troubleshoot because she no longer had the infusion set or reservoir with the air bubbles. The customer's blood glucose was unknown.